Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received an unexpected restart alarm. The customer's blood glucose was 7.4 mmol/l. Troubleshooting could not access the alarm history as the customer's buttons were not working. It was also reported the act and esc buttons were not working. Customer stated the buttons were not working after replacing their battery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.